Manufacturer narrative:
(B)(6). Device evaluation: the product was not returned as it was discarded. The complaint cannot be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the tubing pack lot# 60204280. All devices met material, assembly and performance specifications at the time of product released. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. A search on complaints related to lot number lot# 60204280 was conducted for the last 12 months. There is not a recognizable adverse trend. The monthly report for the time period of when j&j was notified of the event does not show any significant change over historical complaint limits. Johnson & johnson vision will continue to monitor this type of complaints. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center reported a cataract patient presented with endophthalmitis when using a disposable signature dual pump tubing pack model opo73. A brief description from the surgery center indicated there were 6 patients that presented with endophthalmitis that were operated on the same day of (B)(6) 2020. At a one-day post exam, 1 out of 6 patients required an intravitreal injection. All 6 patient are now doing well with complete recovery of vision. The hospital indicated there was no defect observed or signs of contamination on the tubing pack. Follow up revealed the same disposable tubing pack was used on the six patients on the same day. The surgery center reported the tubing pack was discarded. This report is for the 5 patients that had no intervention required. A separate report will be submitted for patient that received medical intervention.

Manufacturer narrative:
B5: additional information was provided: the surgeon was provided training awareness on the product (tubing pack) is for one-time use/disposable and not intended for reuse. The treating surgeon agreed and will now start using the tubing pack as intended for one-time use. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.